Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The service technician cleaned and lubricated the rollers, checked the pump motor speed and checked the alarms. No defects or malfunctions of the device were found. The technician performed functional tests and verified that the pump meets factory specifications. (B)(4).

Event description:
On (B)(6) 2013, (B)(6), reported that on (B)(6) 2013 the hl-20 rpm 20-320 single roller pump (article number: 70102.8674, serial number: (B)(4)) was causing spalling with the tubing. (B)(4).